Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3 and h6 (device code).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic attune fixed bearing tibial impactor split in half, from top to bottom down the center of the impactor, during the impaction of the tibial tray implant. Both pieces were retrieved. An attune femoral impactor, from the same instrument tray, was used to fully seat the tibial tray. It was also reported, just prior to the start of this primary knee replacement procedure, the scrub tech noticed that a small portion of the edge of the orange rubber cushion (gasket), that is apart of the attune patella clamp ring, was partially torn. The tech completely wore off the small partially torn piece of rubber and the clamp was used in the procedure. Both a replacement impactor and patella clamp ring are needed to complete the two consignment trays. The surgery was not delayed and the patient was not harmed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the submitted device confirmed the reported damage. The rubber of the compression ring was found to have a fragment ripped off and the entire ring was detatched from the metal ring. The investigation did not indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.